Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the battery drawer was not latching. The lower-case assembly, device label and label test access/logo were replaced, and calibration was performed. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) lower case was not closing and was faulty. The epg was returned into service. There was no patient involvement reported.